Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 with a short restricted posterior leaflet. A mitraclip (90807u211) was advanced into the ventricle, however when attempting to deploy the clip the gripper lever was retracted beyond the blue line upon which the gripper line broke. Resistance was not felt. The clip was pulled back into the atrium, closed and removed from the anatomy. The gripper line was entirely removed from the patient anatomy. A new mitraclip (90808u178) was successfully implanted, reducing mr to 3. However, the pressure gradient increased from pre-procedure 4 mmhg to 6 mmhg post procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined in this event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.